Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
Follow-up #1: date of submission 11/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/14/2016 with the following findings: a review of the black box and alarm history revealed a ¿call service (cs) 012¿ alarm on (B)(6) 2016. During testing, the ¿ez-prime¿ steps were performed correctly; no ¿cs012¿ alarms or any errors, alarms or warnings occurred. The pump¿s cover was removed; no intermittent conditions were found to the printed circuit board or to the continued glucose monitoring module.